Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The pump was received with broken battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. The pump was received without a battery. No damage noted on the battery cap. On the primary svn (B)(6), unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 20-aug-2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date 20-aug-2025 in the pump history file and found 1 lowbatteryalert (104) on 08/17/2025 20:25:00.000, and 1 lost sensor alert on 08/19/2025. Earliest power data available per the power management tool/detail trace file is on 8/26/2025 10:02:57 pm. There was no power data available for the date of 08/17/2025. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly and lost sensor alert noted. The pump history file lists data on 07/08/2025 to 08/28/2025. On a related svn (B)(6), unable to perform the history review 1 week prior to the event date 04-sep-2025 in the pump history file due to no data available. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mv). The pump passed the functional testing. Unable to confirm alleged high bgs/dka/low bgs. Damage confirmed at the back of the pump. Damage- cracked battery tube threads confirmed at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported a blood glucose value of 400 mg/dl. Customer also reported pump had a crack and chip on the pump. The customer experienced hyperglycemia and diabetic ketoacidosis, had an emergency room visit, was hospitalized and treated with manual injection. The customer experienced symptoms feeling sick/unwell, vomit , sweating , pain in the stomach during the event. The event involved product(s) unomedical, mmt-332a, mmt-1884. Troubleshooting was performed and found pump had a damage at battery tube threads. And it was affecting the functionality of the pump. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for unomedical. No product return is required for mmt-332a. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.